Event description:
It was reported that the ventilator had a safety valve failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a safety valve failure. The ventilator was investigated on site by our field service engineer and according to information the valve failure was caused by not reaching the target pressure. The issue was resolved by cleaning the inspiratory pipe membrane. No device logs provided. No root cause can be established. Safety valve is a part of the inspiratory section of the upper part of the patient unit. When the safety valve is opened, the inspiratory gas is let out from the inspiratory pipe via the safety outlet thus enabling a decrease in the inspiratory pressure. The opening of the safety valve mainly depends on the pressure inside the expiratory pipe. The higher pressure (e.g. 5 cmh2o above the preset upper pressure) triggers the alarm. Moreover, safety valve can be opened by other alarms, e. G. The out of gas-alarm. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check.

Manufacturer narrative:
A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).